Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous left anterior descending artery with dragonfly opstar imaging catheter. Reportedly, there was difficulty advancing the device due to patient anatomy. Despite force not being applied, the proximal shaft broke leading to leakage of the contrast injection. The device was removed and a new dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported difficult to advance was not able to be confirmed; however, the material break (sheath torn) and resulting leak were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material break, difficult to advance, and fluid leak appear to be related to circumstances of the procedure. The catheter sheath was noted to be damaged (kinked and torn sheath), which resulted in the reported material break, difficulty to advance, and subsequent fluid/blood leak. In this case, it is likely that the use techniques employed caused the catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1250 added.

Event description:
Subsequently to the initially filed report, the following additional information was received: the device was removed by simply pulling it out. Analysis of the returned device found that the black sheath was torn and not broken as reported. No additional information provided.